Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11 reported event was unable to be confirmed as visual examination of the returned product identified the impaction head epoxied on at the time of manufacture was not returned. As the impactor pad alleged to have fractured was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere inserter head broke during insertion of glenosphere. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.